Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-02072. It was reported that the patient presented in clinic after hearing the device notifier. The patient experienced palpitation. Upon interrogation, no history of patient notifier was delivered. Phantom vibration or anomaly were suspected. Further interrogation revealed low, out of range, pacing lead impedance and multiple noise reversion episodes on the right ventricular (rv) lead. Fluid or insulation damage were suspected to be the cause of low impedance. Fragmented qrs complexes and noise, which triggered noise reversion, were observed on egms. Isometric testing and deep breathing could reproduce the noise. Programmer change was made to disable the notifier. The patient was stable.

Event description:
New information received notes that multiples noise episodes were observed on the device.